Event description:
It was reported that the rotaflow displayed the error message ¿reference¿. The failure occurred during patient treatment. The device has been restarted but the failure was still present. Therefore, the device has been exchanged during treatment. No patient harm occurred. Complaint ID:(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Manufacturer narrative:
It was reported that the rotaflow displayed the error message ¿reference¿. The failure occurred during patient treatment. The device has been restarted but the failure was still present. Therefore, the device has been exchanged during treatment. No patient harm occurred. A getinge service technician was on site on 2022-08-04 to repair the affected rotaflow (serial# (B)(6). The technician confirmed the reported failure and replaced the rfc (rotaflow console) flow measure board (material#70101.1681) and the rfc power supply board (material#70101.1675). After the replacement the device is working according to the factory specifications. An investigation of a rotaflow system that exhibited a similar issue was performed in getinge life cycle engineering on 2021-11-10. The most probable root cause could be determined as a defect capacitor c44 on the flow measure board, which led to a reduced resistance in the +12v supply voltage. This triggered the fuse f2 on the power supply board. The control system therefore released the error messages "error reference" and stopped the rotaflow drive. Based on these investigation results the reported failure could be confirmed. The product in question was produced in 2021-05-01. A device history review (DHR) was performed on 2022-08-03 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).